Event description:
It was observed that during the device evaluation, the generator hvps (high voltage power supply) board was defective. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the hvps (high voltage power supply) board was defective. Based on the results of the investigation, a definitive root cause of the issue could not be determined. The most likely cause was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.